Manufacturer narrative:
We have been informed about a defect product, balloon burst, on a folysil product. We received one used sample on 4/25/2023. Intermediate lot number marked on the valve did not correspond to the information registered when complaint was created. Sample received had lot number 8528687. After disinfection we investigate this sample. Visually we can note that the balloon wasn't burst. Inflation balloon was tested: a leakage was observed near connector part, due to a hole. However according to our manufacturing process the inflation and watertightness product was 100% tested during production, product met the specification at the time of delivery. We can supposed that this hole could be caused by a needle or another sharp instrument.

Event description:
According to available information, this device could not be used due to a balloon burst. The balloon burst during the inflation test before placement. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.